Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. H2: additional information. D4 model no -additional information. D4 lot no -additional information. D4 serial no - additional information. D4 catalog no -additional information. Primary UDI number -additional information. H6: type of investigation - additional information. H6: investigation findings - additional information. H6: investigation conclusion -additional information.

Event description:
It was reported that "signal loss" occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).